Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with acute hyperglycemia which led to diabetic acidosis due to multiple high blood glucose values on (B)(6) 2017 at 2:00 am with blood glucose of 640 mg/dl. The customer's blood glucose value on (B)(6) 2017 at 2:00 am was blood glucose value of 200 mg/dl. The customer was treated with manual injection. The customer also reported that the insulin pump reported no delivery. The customer declined troubleshoot for high blood glucose. The insulin pump is not expected to be returned for analysis.